Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, noise was observed on the atrial lead and it was reproducible during arm movements. No intervention was performed and there were no patient consequences.